Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device randomly shutoff itself, ds2 needs replaced. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that the pca was burned. The customer complaint was reproduced. There was multiple error has been identified. The device was scrapped.